Event description:
A customer reported a system message was received indicating there was insufficient source pressure during a procedure. Following a 15-20 minute delay, the case was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).